Event description:
It was reported that pump displayed malfunction alarm with code ¿malf 0¿ and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and confirmed that malfunction did not recur after reset, and support advised customer to continue using pump and to call back if malfunction appeared again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.